Manufacturer narrative:
One forceps sample was received in the opened original package including cover foil. It shows surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps shows surgery residuals. After cleaning, it was found that the tube is loose which blocks the forceps from activating. The customer¿s complaint was confirmed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. The currently valid risk analysis pro-059-01-rmf-e considers the possible risks related to the reported event. With this case, the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation.a review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that an ophthalmic forceps device stuck in the closed position while inside of the patient's eye during surgery. The forceps was successfully removed from the eye and an alternate forceps was obtained in order to proceed and complete the procedure. There was no harm to the patient. Additional information has been requested.